Event description:
It was reported that the t:slim x2 pump battery would not charge, prompting concerns from the customer. There was no adverse impact to the customer¿s blood glucose level, as the pump did not shut down or lose functionality entirely. The customer attempted various troubleshooting steps and resolved the issue by using a different wall adapter while retaining the original tandem charging cable. Tandem technical support advised that alternative charging methods should only be used for troubleshooting; they acknowledged this advice and were informed that a replacement tandem wall adapter would be sent via two-day shipping.